Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) underinfused during a patient infusion. The device had been filled with 12000mg flucloxacillin in sodium chloride 0.9% and there was approximately 42ml of solution remaining at the end of the infusion time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 06, 2019 - september 09, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed residual drug fluid inside the bladder of the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified due to the residual volume identified. The cause of the condition could not be determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g5: PMA/510k #. Should additional relevant information become available, a supplemental report will be submitted.